Event description:
When inserting a screw during the implantation of an aculoc 2 distal radius plate, the radius cracked.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00068: screw.